Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a login issue. The customer reported that they were getting an error, "a fatal error has occurred on the underlying datasource." The malfunction occurred while the user was trying to issue the medication to the patient, and there was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to login. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.